Event description:
The info provided to sjm indicated that a transthoracic echo confirmed stenosis of the sjm epic valve with an elevated gradient. During the explant procedure, stenosis which was largely due to pannus over the coronary and noncoronary cusp was observed. There was patchy calcification; however, the cuspal free-edges appeared mobile. The valve was replaced with a valve from another manufacturer. The patient's postoperative recovery was reported to be uneventful.